Event description:
It was reported that a user of the ilet experienced frequent low glucose events and recorded a blood glucose value of 56 mg/dl, which was treated with oral glucose tablets; the user also reported not making meal announcements, and a factory reset was discussed with education on the importance of meal announcements. Symptoms included hypoglycemia and alerts for urgent low soon and low glucose. Outcomes included troubleshooting and education completed with assignment for additional training. Investigation included review of device use and user practices with consideration of a factory reset. Investigation of this case revealed that the cause of hypoglycemia was unclear, with user non-announcement of meals identified as a potential contributory factor rather than a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.